Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer medwatch # (B)(4), initially reports a screw from a leskell ronguer came loose during surgery causing equipment to come apart. Not noted if any injury or pt contact. Incident occurred. On (B)(6) 2013 customer reports procedure was left hip replacement, x-ray done confirms no parts seen in pt. On (B)(6) 2013 customer reports confirm no harm to the pt and they suspect the screw was missing prior to the procedure and was not noticed before use.